Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this pacemaker exhibited oversensing of noise on the atrial channel, resulting in inappropriate atrial tachy response (atr) episodes. Technical services (ts) recommended further review. Additionally, the right atrial automatic threshold (raat) test was found to be in programmed amplitude or suspended due to low evoke response. No adverse patient effects were reported. This device system remains in service. Additional information was received that the cause of the oversensing could not be determined and the patient was reported as stable.